Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and pain." This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further investigation: training record of personnel involved in shell fabrication were reviewed and it was confirmed that they were trained in the applicable revision of qa155 (shell inspection procedure) at the time of performing the activities related to those procedures. Training records of the personnel involved in the assembly of work order (B)(4)were reviewed and it was confirmed that they were trained in the applicable revision of mp-810 (single-lumen gel-implant and sizer shell patching), mp-825 (gel-implant and sizer primary packaging) and mp-818 (gel filling and curing) at the time of performing the activities related to those procedures.

Event description:
Patient reported "rupture and pain." Healthcare professional later reported "rupture/deflation" this record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, wear abrasion, crease fold, and device appearance (observed split in patch area (ss), it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device. Split in patch area (ss), assessed as a workmanship.

Event description:
Healthcare professional later reported "rupture/deflation. The device has been explanted.